Event description:
Received medwatch from FDA on 03/20/2008. It was reported that an esophageal dilation was being performed and a 30 french jackson dilator came apart during the procedure. It required a gi specialist to scope and remove retained product. No ill effects or pt injury was noted following the procedure.

Manufacturer narrative:
Device not returned. No evaluation will be performed. Product was not returned. Determination of root cause is unk at this time. We will track and trend for recurrences of this type of problem.